Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The physician reported that one or more patients have experienced toxic anterior segment syndrome (tass) after intraocular lens (iol) implantation using viscoelastic. The exact number of patients with tass has not been specified. Treatment administered consisted of para-ocular betamethasone injection with topical prednisolone and cycloplegics; reportedly signs and symptoms responded positively to treatment after a few days. Reportedly after eliminating other potential causes, the physician suspects that tass was likely caused by the viscoelastic. Additional information has been requested but has not been received to date. This report refers to the intraocular lens.

Manufacturer narrative:
The lens was not returned for evaluation. A review of nonconformance's (ncs) for the past three years was performed. There were no ncs that would contribute to the reported issue. There have been no other similar events reported received in the previous 14 months. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. This event appears to be an isolated incident. No trend is observed, and we will continue to monitor. It is not possible to establish a causal relationship between the medical device and the adverse incident. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.